Event description:
Inserted dexcom g7 wearable glucose sensor and the wearable was stuck to the applicator. When the applicator was finally dislodged the sensor had the wire (should be inserted in the skin) was looped through the top. This has happened many times with this product, in the past they never make it past the warmup and I make a complaint to dexcom and have to fight to get a replacement (they try to say it is user error when it is a product failure) and send it to them in a used medical device container provided to me. This one I just took off because it felt as if my skin was being scratched between the layers of skin. When removed I proceeded to bleed down my arm for about 15 minutes.